Event description:
The customer reported a pacing failure during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported a pacing failure during testing. There was no pt involvement. The defibrillator was evaluated by philips and the reported symptom was reproduced. Replacement of the power pca resolved the issue.